Manufacturer narrative:
(B)(4). The customer reported that the device cycled power. There was no report of negative pt impact. The device was evaluated at the philips repair bench. The device's dump log was evaluated and there were no entries indicating a power cycle or shutdown. The reported issue could not be recreated or verified. Philips was not able to confirm the customer's reported power cycling. The repair history for this device was reviewed for the past 6 months. There were no critical failures noted. The device passed performance testing.

Event description:
The customer reported that the device cycled power. There was no report of negative pt impact.